Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received missing segments on the display due to a cracked connector at the liquid crystal display board. The insulin pump was received with minor scratches on the display window, a broken reservoir tube lip and a corroded battery tube.

Event description:
Customer reported issues with the insulin pump. Customer states that the buttons of the insulin pump are malfunctioning. The blood glucose reading is 6.6 mmol/l. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.